Event description:
It was reported that patient enrolled in a clinical study underwent total hip arthroplasty on (B)(6) 2008. Subsequently, the patient experienced pain and discomfort and radiographs revealed the femoral stem had subsided. A revision procedure was performed on (B)(6) 2011 to remove and replace the femoral stem. It was additionally reported that the stem removed may have been too small. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. The device is in a clinical study and not available for evaluation. If any additional or different information is received, biomet will forward follow up report to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.